Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implantable pump. It was reported the patient went into a coma and it was suspected the baclofen pump went wacky about 6 years ago. The patient was now in a wheelchair and had difficulty talking.